Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the clips wouldn't advance during the procedure. A new tim20 was opened and the case was completed. There was no consequence to patient.